Event description:
On (B)(6) 2023 during follow-up for file (B)(4), fresenius became aware this female patient with end stage renal disease (esrd) on hemodialysis (hd) for renal replacement therapy (rrt) went to the emergency room (ER) for unspecified pain and was admitted. Follow-up with the patient's hd registered nurse (hdrn) confirmed the patient presented to the ER on (B)(6) 2023 due to chest pain and was admitted for an hd catheter (not a fresenius product) exit site infection. The hdrn stated the patient's hd catheter was surgically removed on (B)(6) 2023, and another hd catheter was surgically placed (opposite side of chest). The patient was started on intravenous antibiotics (drug, dose, frequency, duration not provided), and was discharged home on (B)(6) 2023. The hdrn attributed causality to the hd catheter site getting wet while the patient showered and was unrelated to the patient's utilization of any fresenius device(s) and/or product(s). Based on the available information, the 2008t machine is disassociated from the events. There is no allegation or objective evidence indicating a serious injury, patient death, or other serious adverse event(s) related to a fresenius device(s) and/or product(s) occurred warranting further investigation. Furthermore, there was no reported a fresenius device(s) and/or product(s) failed to meet user expectations or manufacturer specifications. The catheter used by the patient is not a fresenius device. The manufacturer of the catheter, and further product information, is unknown. File#:(B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).